Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic inguinal hernia repair, the balloon burst apart in the abdominal cavity, breaking the plastic into 2 pieces.